Event description:
It was reported that integrated programmer had touchscreen issue. The programmer works part of the time but sometimes it freezes up. Local representative had tried a stylus and power had been cycled each time it freezes. The programmer was returned. There is no patient involvement reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer did not pass the baseline test due to touchscreen issue. Further testing narrowed the failure down to the touch controller board. The touch controller board was replaced to resolve the issue. Furthermore, this has been deemed as a caused traced to design event.